Manufacturer narrative:
(B)(4). Visual evaluation of the returned product identified that the sterile pouch seal has creases, and has lost its' vacuum. Visual evaluation of the creases in the seal found no voids. The sterility, or breach thereof, cannot be determined as the blister was not returned for evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. No vacuum seal: the product was likely conforming when it left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. Crease in seal: -the condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. As part of a project the sterile packaging configuration is moving to a double blister configuration (polaris configuration). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the stem was not vacuum sealed.